Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen, hydromorphone, and an other drug via an implantable infusion pump for non-malignant pain. It was reported that the pump was alarming or beeping. The patient was due for a refill on (B)(6) 2019 and they let the pump go and chose not to get it refilled. The patient started going through withdrawal on (B)(6) 2019. The patient reported the beeping was driving them crazy. The patient recently moved and the healthcare provider she visited does not take her insurance. The patient would like to find another doctor. The patient wanted the pump removed. The patient reported that they do not have any pain. The patient reported that they would experience muscle tightness in their shoulder. No further complications were reported.